Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the air supply volume did not meet the standard value, due to damage on the nozzle the water supply volume did not meet the standard value, the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, switch 1 had a scratch, the switch box had a scratch, due to a scratch on the objective lens the image had a partially dark area, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the channel tube had a scratch, the plastic distal end cover had a scratch, the objective lens had a scratch, the adhesive around the light guide lens had a chip, the adhesive on the bending section cover rubber had a crack, and the universal cord had a wrinkle and a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had a clogged channel. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the nozzle had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.